Event description:
Worker experienced a white discoloration on her right index finger that lasted three days after touching a pouch that contained a broken cyclesure biological indicator ampoule. The cycle had completed and the vaporizer plate was in place. The worker did not seek medical attention.